Event description:
As received from implant patient registry (ipr), two valves were placed. Additional information was received indicating that the first valve was placed 80/20 aortic/ventricular (a/v) with moderate paravalvular leak (pvl). A second valve was placed to resolve the pvl. During the tavr procedure, the 26mm sapien xt valve was placed 80/20 a/v in a 500mm2 native aortic annulus. After valve deployment, moderate pvl was observed. The team decided to post-dilate with an extra 2 cc's of volume. After the post-dilatation, there was a little improvement to the pvl, but not satisfactory so the decision was made to place a second valve a bit more ventricular. The second valve was positioned and deployed 70/30 a/v. The pvl dramatically improved and the final result was mild pvl. The belief was that the native annulus was larger than anticipated so the first valve was slightly undersized resulting in the pvl. The patient¿s native annulus measured 22mmx27mm via CT, however, the physician measured the area to be 500mm2. The patient had severe native annulus calcification and moderate native leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it is likely that patient factors (severe native annulus calcification and slightly elipitcal annulus) and procedural factors (slight valve undersized) contributed to the pvl. Placement of a second valve corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.